Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels reaching 336 mg/dl. Reportedly, customer's settings may need to be adjusted. Correction boluses were delivered to stabilize bg levels. Customer stated they will contact their health care professional to discuss settings adjustments.